Event description:
It was reported that an intra-aortic balloon (iab) was placed and subsequently "ruptured less than 12 hours after insertion". It was noted that the intra-aortic balloon pump (iabp) alarmed for possible helium loss, and there was blood present in the gas tubing. The iab was removed without difficulty. It was reported that the patient is stable, and staff did not replace the iab. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was placed and subsequently "ruptured less than 12 hours after insertion". It was noted that the intra-aortic balloon pump (iabp) alarmed for possible helium loss, and there was blood present in the gas tubing. The iab was removed without difficulty. It was reported that the patient is stable, and staff did not replace the iab. There was no report of patient injury or consequence.